Manufacturer narrative:
Device evaluation summary; the tip capture/release components had detached. Visual inspection confirmed there was damage to the components. The tab had detached from one component. There was a stress mark visible to the tap on the second component. The stent graft was partially deployed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was planned to be implanted in the patient for the endovascular treatment of a 37mm thoracic aortic aneurysm.   It was reported during the index procedure when the physician removed the delivery system from the sterilized package and examined it on the sterilized or table he observed that the tip capture release was broken. The physician continued with the procedure and implanted another valiant captivia stent graft system. Per the physician the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.